Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.

Event description:
At 7:30 am on (B)(6) 2025, while administering intravenous fluids to a patient in the obstetrics and gynecology ward of (B)(6) hospital, a nurse discovered leakage from the tail end of the needle core during inspection of a closed-system intravenous catheter. A new single-use intravenous catheter was replaced and used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.